Event description:
Tap. It was reported that 70 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostium of the right coronary artery (rca). A pre-intervention stenosis of 60% was reported. It was not reported that the lesion was predilated. "Direct stenting" was done with a 3.0x12mm taxus express2 drug eluting stent deployed "up to 18-20 atm" and "excellent angiographic result was obtained with brisk flow through the vessel." A post-intervention residual stenosis of 0% was reported. The patient received angiomax during the procedure. Plavix and aspirin were prescribed after the procedure. The patient "tolerated the procedure well without complications." The patient presented 70 days after the initial procedure with an 80% in-stent restenosis in the ostium of the rca. It was not reported that the lesion was predilated. A 3.0x24mm taxus express2 drug-eluting stent was then deployed at 18 atm in the rca. A post-intervention residual stenosis of 0% was reported. No further complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.